Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had drainage and swelling at the lead site. The physician is planning on going through a course of steroids. Surgical intervention may take place in the future dut to the issue. Patient is reporting 95% effective stimulation.

Event description:
It was reported that the wound issue is resolved.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the lead strain relief loop was buried deeper at the incision site. The patients drainage and swelling was due to a reaction to the silk suture. The patient has effective stimulation post operatively. The drainage issue is resolved.

Event description:
It was reported that the system was explanted on (B)(6) 2019.